Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during process of wicking machine blew up, was smoking, push all the fluids out all over her mom! Please make this a priority to reach out. Daughter said that this is the second machine to do this it took 10 weeks for a replacement before and her mom cannot wait that long this time! Customer refuses to send it out it has urine all over it! Used with female wicks. No additional information provided. It's unclear if troubleshooting was provided\ (prepping and placement tips shared)